Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 150 to 180 mg/dl. The blood glucose testing is performed twice daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 388 mg/dl and 402 mg/dl. The product is stored by customer properly. The test strip lot manufacturer's expiration date is 07/17/2017 and open vial date is (B)(6) 2015. The meter memory recalled for test results performed (time not set): (B)(6). Adverse event not reported.